Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states at the time of lunch they bolus and blood glucose level was 321 mg/dl, they forgot to take bolus so when they got home it was 500 mg/dl then customer checked again blood glucose level was 600 mg/dl, took 0.425 unit. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.